Event description:
It was reported the 9805p hydraulic lift was not properly aligned with the patient prior to use. As a result, one of the lift's legs bent upwards while in use and caused the patient to fall. No patient injury was reported.